Manufacturer narrative:
.

Manufacturer narrative:
The customer reported that a few sectors on the cns (central monitoring system) are intermittently showing irregular waveforms. Some sectors are also intermittently going blank. Patients are still being monitored. The customer reports the device has not been restarted in the last 90 days. The customer was instructed to restart the device which seemed to have fixed the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that a few sectors on the cns (central monitoring system) are intermittently showing irregular waveforms. Some sectors are also intermittently going blank.